Event description:
It was reported that patient presented in clinic for normal follow up. Review of a previously recorded episode showed far-p wave oversensing. The device was reprogrammed. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the patient presented in clinic for follow up, when post-paced t-wave oversensing was observed. The patient was asymptomatic. The device was reprogrammed.